Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72404161 serial number: n/a batch/lot number: 1100847553 model/catalog description: reservoir 65ml pc unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404310 serial number: n/a batch/lot number: 1100845894 model/catalog description: pump ms unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly and was collapsed. As a result, the pump was explanted and replaced. No patient complications were reported.